Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device¿s touchscreen is not functional due to damage. A part order was placed for the replacement. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.